Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n522555006, implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a clinical study regarding a patient receiving morphine (dose 0.1440mg/day, concentration 3.0mg/ml) via an implantable pump. The indication for use was unknown. The patient experienced nausea, vomiting and everything smelled like medicine. The therapy was suspended on (B)(6) 2015 and patient was put on oral medication reglan/scopolamine. The event was resolved without sequelae on (B)(6) 2015. The event severity was noted as severe, the event also resulted in in-patient or prolonged hospitalization. The etiology was surgery/anesthesia, the event was unlikely related to the device or therapy and related to the implant procedure.